Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of insufflation.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Alleged failure: the device seemed to work well at first, but then after a short time, the red suction button had a slow recoil and would not raise up quick enough. I (the scrub assist) tried pulling the button up to get it to reset so I could use the suction again and it was so slow to pull up. I then tried to adjust the suction flow toggle and the higher setting evacuated the insufflation pneumo pressure too much so I put the toggle back down to zero. Eventually the red button just would not recoil and stayed depressed. This happened with the two suction irrigators that did not work for me (they both had the same lot number). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1. Manufacturing/assembly error. 2. Severe shipping conditions. 3. Material/design error. 4. Damaged equipment. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.